Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance; however, the nonconformance was identified as a cosmetic issue and product was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01147. The pt received his scs system, including an ipg and surgical lead, on (B)(6) 2009. It was reported that the pt's ipg pocket site was infected. The physician subsequently explanted the pt's scs system on (B)(6) 2011. It was reported that the pt was treated with IV antibiotics. A culture was allegedly taken, but results were undetermined. The explanted devices have not been returned to the MFR for analysis. No further issues have been reported from this pt.